Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Event date has been estimated.

Event description:
It was reported that the patient came in for a driveline repair. Rescue tape was applied in order to repair the damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a superficial driveline repair with rescue tape could not be confirmed as no images were submitted and no product was returned. The event date of the repair was not reported. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. The heartmate ii lvas patient handbook is also currently available. The patient handbook also contains a section on ¿caring for the driveline.¿ no further information was provided. The manufacturer is closing the file on this event.